Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization for low blood glucose and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with low blood glucose levels. The patient stated that they lost consciousness and was bleeding on the face. It was also mentioned that they lost their controller so they went to insulin injections. The patient was treated with fluids due to their blood sugars getting high while at the hospital, then administered insulin to help bring her blood sugar down. The patient was still at the hospital but was planning on getting discharged that day.